Event description:
Information received from the field notes that following surgery for an unknown reason, an attempt to interrogate the device resulted in a message that there was an error in the software. The device appeared to be pacing at about 72 ppm in vvi mode. The device's battery state could not be determined and the patient was pacemaker dependent. Therefore, a software download was not performed.